Event description:
The patient presented in the hospital for a right ventricular lead extraction. During the procedure, it was observed there was an insulation breach on the right atrial (ra) lead. The ra lead was explanted and replaced. The patient was in stable condition throughout the procedure.